Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel rupture). (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a left subclavian artery aneurysm using conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses implanted, bifurcation of the left subclavian artery was embolized. A 24 fr gore® dryseal flex introducer sheath (dsf2433/17759661) was then advanced from the right side, and two endoprostheses were successfully advanced and deployed through the sheath. Upon withdrawal of the sheath, the right external iliac artery was ruptured. It was reported that vessel diameters of the right external iliac artery were 6.5mm ¿ 7.5mm. The ruptured right external iliac and right common femoral arteries were replaced with a vascular graft. The patient tolerated the procedure.